Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for neurologic (hernia) urinary incontinence. It was reported that device misuse occurred with the ins and lead. It was unknown if there were patient symptoms. It was unknown if there were any external contributing factors. It was unknown if any diagnostics/troubleshooting was performed. The action taken to resolve the event was the ins and lead were replaced. It was unknown if the issue resolved. No further complications were reported or anticipated.